Manufacturer narrative:
Age at time of event: 18 years and older. Device is a combination product.

Event description:
It was reported that the patient died. The target lesion was located in the left anterior descending artery. A 3.50x20mm promus element plus drug-eluting stent was implanted. However, the patient died post procedure.